Manufacturer narrative:
A3b: gender: n/a. A5: ethnicity: australian. A6: race: australian. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical nurse. The actual device was not available; therefore, the actual device was not returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the user did not fully withdraw the device which led to inability to deploy the tamper tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that a problem occurred during angio-seal deployment. The angio-seal did not function properly, and it was thought that the green bit was left inside the patient. Hemostasis was done by manual pressure, and the green bit was eventually found inside the sheath bit after it was cut up to look for it. There was no impact on the patient. The procedure was completed successfully. There was no life-threatening injury, permanent injury, or intervention to prevent injury required. Additional information was received on 24oct2024: the tamper tube was stuck within the carrier tube. The procedure performed was a percutaneous coronary intervention (pci) using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion of the device. The blood loss was less than 250cc's. The patient was stable. There were no concomitant devices used with the angio-seal.